Event description:
It was reported that the customer experienced a cracked and unresponsive touchscreen on their pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the problematic pump and received instructions for handling it. A replacement pump was sent to the customer to ensure continued insulin delivery.